Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported incident of the system controller suddenly becoming very hot could not be confirmed. The system controller was connected to the test equipment in the manufacturer¿s lab and the test system operated at 9000 rpms with no alarms active. Both power cables were manipulated and the system continued to operate. The system was operated on just the black power cable and then just the white power cable, while manipulating each respectively without any functional issue. Both power cables were disconnected and the system operated on the backup battery without any functional issues. The lcd display screen on the front panel was unremarkable. Activation of the self-test function revealed all audible and visual alarms activated as expected. The device passed the functional test procedure and operated on a mock circulatory loop for a minimum of 4 hours without any notable event captured in the history. In addition, the system controller was tested for temperature elevations while running on a mock circulatory loop. A thermometer was used to measure the temperature on the two warmest parts of the system controller, the lcd display and the backup battery cover. The temperature did not exceed 85f (29.5c), which is within device specifications. The system controller was dismantled and visual inspection of the inner components did not reveal any heat related damage. The system controller was found to function as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the system controller for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to care for a chronic driveline infection. In the morning, the nursing staff performed the daily self-test while the patient was connected to the power module. A replace controller/controller fault alarm was received after the self-test. The self-test was performed again and the alarm went away. After this, the system controller suddenly became very hot, "too hot to even touch without being burned" per the vad coordinator. The patient reported that he could smell a "burning and gun powder smell". The patient was stable and the device parameters were within normal limits throughout the event. The system controller was exchanged with another system controller.